Manufacturer narrative:
Continuation of d10: product ID 97745 (serial: unknown); product type: 0201-programmer patient; implant date n/a; explant date n/a. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
Information was received from a patient (pt) who was implanted with an implantable neurostimulator (ins). The reason for call was patient stated that their controller told them that the implant was running low on battery. The issue began yesterday. Agent asked and patient did not know the full message that appeared but the message appeared when the patient was using the controller. Patient said that the controller was showing that the battery was more than full and that there was a little picture of a person but it only had one orange stripe there. Agent instructed patient to check for damage; no visible damage to recharger and controller port. Agent attempted to walk patient through resetting their controller; patient stated they were unable to open the back cover of their controller. Agent instructed patient to start a charge session; controller showed no device found then implant went into passive recharge with numbers 47-50-51. Agent instructed patient to reposition the recharger over their implant. Patient mentioned they were unable to feel their implant and can't see back there. Agent asked if there was assistance; patient's daughter was able to reposition the recharger over the implant. Controller showed 50% and implant orange recharging excellent. Agent reviewed device function. Agent instructed patient to insert controller in the ac power supply and patient confirmed a green light flashing on the controller. Agent informed patient to fully charge their controller then charge their implant. Patient mentioned they were in the hospital and they didn't know if the hospital stay was related to complications with the spinal cord stimulator. Patient stated that they had a bone biopsy done and the results hadn't come back yet. The troubleshooting steps that were taken on the call resolved the issue.

Event description:
Additional information was received from the patient. They reported that their concern was that no one had ever showed them how to use the device. They sort of taught themselves with the device and now they were much better at charging the device. When asked about the circumstances that led to the hospitalization they stated that one week after implant they had a fever and were not well. They went to the ER and were told they had a fever of 102 and sepsis. They also had a terrible back pain. They were hospitalized for 10 days. They were told they had a bone infection. They waited for the results of the bone biopsy. After many days they sent them home and the results were negative. They stated that the hospitalization had resolved, but they really never got answers. They were told that they had lyme disease and a disease in the blood. As of today they had never gotten any results of the many tests that were taken. When asked if the issue had resolved they stated that the issue was not resolved. They stated that they also had chronic ra, which was the reason for their stimulator, however they had noticed that their condition had gotten much worse recently. But they love their stimulator.

Manufacturer narrative:
Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.